Event description:
A site representative reported having intermittent red status with the emitter during a fusion case. They were able to complete the case, no negative impact to the patient.

Manufacturer narrative:
Per RMA a replacement emitter was sent to site. Upon evaluation of suspect emitter medtronic engineers were able to duplicate the intermittent red status, when the cable is flexed at the emitter. Checked the resistance of the coils and found that the resistance at coil 9 would fluctuate when the cable was flexed. There is an intermittent open to coil 9. Electrical issue directly caused event.